Event description:
It was reported following a percutaneous coronary intervention a 6f angio-seal vip was used to close the arteriotomy. The common femoral artery was the puncture location and no pre deployment angiogram was obtained. There was no scarring or peripheral vascular disease present at the puncture site. The patient ambulated and was discharged. Ten days after the procedure, the patient experienced a bleeding event. Surgical intervention was required to stop the bleeding. The patient's condition was reported to be okay. The implant date and event date are year specific as the exact date of the occurrence was unavailable. More information has been requested. Additional information was received 1-3-08 in sjm product surveillance that clarified this as being a reportable event.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.